Event description:
This complaint is now reportable based on device analysis completed on (B)(4) 2014. It was reported that the stent delivery system was unable to cross the lesion. Vascular access was obtained via the femoral. The 70% stenosed, eccentric, 14mm in length target lesion was located in the moderately calcified, 3.0mm in diameter, left anterior descending artery (lad). The physician pre dilated the lesion using a 2.5x12 maverick balloon and then advanced a 2.75x23mm non-bsc stent which was placed in the distal lesion. The physician attempted to advance the 3.00mm x 20mm liberté¿ stent delivery system through the proximal lesion, but was unsuccessful despite repeated dilatation with a 3.5x12 quantum apex balloon. There were no patient complications reported and the patient's condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were numerous hypotube and shaft kinks. The hypotube was separated 66cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no damage noted to the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).